Manufacturer narrative:
Plant investigation: the alleged event is not confirmed. The device was not returned to the manufacturing plant for investigation. A serial number search in the complaint system found no complaint issues with the same symptom code within 90 days of the notified date of the alleged event. There were no deviations or non-conformances during the manufacturing process. In addition, the product history review confirmed the labeling, material, and process controls were within specification. Clinical investigation: a temporal relationship exists between the liberty cycler and the patient¿s klebsiella peritonitis event which warranted hospitalization. However, there have been no reported allegations nor is there any documentation that indicates a liberty cycler malfunction caused or contributed to this peritonitis event. Based on the available information, the source for the patients¿s klebsiella peritonitis cannot be determined. Peritonitis is a well-known complication of pd therapy. Should additional information become available, this clinical investigation will be updated accordingly.

Event description:
On (B)(6) 2018, a continuous cycling peritoneal dialysis patient was experiencing abdominal pain and cloudy peritoneal dialysis effluent. Subsequently on (B)(6) 2018, the patient was hospitalized with klebsiella peritonitis. Details surrounding the patient¿s hospital course are unknown. However, the peritoneal dialysis nurse stated the patient continued and was treated with antibiotics (unknown drug, dose, route, frequency). The patient was discharged on (B)(6) 2018 continuing peritoneal dialysisd therapy.